Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized with a coma due to low blood glucose and toxic metabolic encephalopathy on (B)(6) 2018 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was given glucose tablets to treat. The customer experienced symptoms such as loss of consciousness and a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported that they are not currently using the pump and requested a continuous glucose monitoring system. The insulin pump will not be returned for analysis.